Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: none. Adverse event: access site pain, diminished pulse, occlusion and surgical intervention. Time of adverse event: post arteriotomy closure. It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, 25 days post arteriotomy closure, the patient reported pain in his leg at the closure site. It was found that the patient had diminished pulse in the right common femoral artery and was admitted to the hospital. An angiogram was taken and a total occlusion was found at the arteriotomy closure site. A fem to fem by-pass was done. It is unknown if the clip remains in the patient. There were no reported adverse patient sequelae. Though requested, no additional information was provided.